Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator message had triggered on the patient's ipg. It is not know if this is premature or normal depletion. The patient does not have effective stimulation. Surgical intervention may be pending to address this issue. This is all the information that is available at this time.

Manufacturer narrative:
Patient weight added as it was inadvertently left out of last supplemental report.